Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. During the troubleshooting, it was determined that the supply line clamp had a loose connection. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The hp would complete the therapy by manual exchange. During the follow up, the hp clarified that there was nothing visibly wrong with the supplies that would have caused the alarm and the therapy was going well since the reported event. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.